Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacture representative regarding a patient implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient did not charge either of their ins' for an extended period of time due to an unrelated medical issue, and as a result both ins' were alleged to be in overdischarge. Instructions for recovering the ins and clearing por were reviewed with the rep. No patient complications were reported. Additional information was reported that the rep cleared one of the two por, but the patient said that she wanted to replace both batteries and did not want to clear the second battery. She is currently working with her doctor on planning the battery replacements. No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the patient wants both batteries replaced because of the recharging burden. A surgical date for the replacements has not been scheduled. No further information was reported.